Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Customer states that the folding commode he has is accumulating rust on the back brace of the chair and where the welds meet. MDR filed.